Event description:
The customer reported observing false negative results for a patient sample. The sample was positive when tested via another method. A false negative may result in inappropriate physician action. There was no report of patient harm as a result of this event.